Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed during a routine follow-up in clinic. Programming changes were made and further testing was recommended. The asymptomatic patient will be followed up routinely.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing episodes were observed. The patient was asymptomatic. Programming changes were made and further testing was recommended.